Event description:
The customer called and reported that the insulin pump was alarming with a compromised force sensor system and his blood glucose was 40 mg/dl. The insulin pump was reportedly not bumped or dropped prior to the alarm and the drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. The insulin pump was unable to verify prime alarm due to blank display anomaly. The insulin pump received with cracked case at display window corners and minor scratched display window.